Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the snare loop became embedded in the polyp. The snare was successfully released from the polyp and removed from the patient without additional intervention; however, it was noted that the snare loop wires had become unraveled. The procedure was completed with this device. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine.